Event description:
Information received by medtronic legal on 8th february, 2022 indicated that the attorney of the claimant alleged that claimant faced personal injuries due to insulin pump having damaged retainer ring. The allegation did not specify the the pump and therefore all 600 series pumps in possession of the claimant were considered within the scope of the allegation. The insulin pump will not be returned for product analysis. Reporter alleges that the use of one or more medtronic minimed 600 series insulin pumps with a damaged, missing, or broken retainer ring caused the claimant to suffer personal injuries. The allegation did not specify the pump identifier (ng2132748h) and therefore all 600 series insulin pumps in possession of the claimant, including this pump, are considered potentially within the scope of the report pending confirmation of the affected serial number(s). When and if the affected serial number is identified, all related reports will be updated accordingly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.